Event description:
On (B)(6) 2022, rayner intraocular lenses limited received notification from a UK healthcare facility of an event that occurred during use of a rayone aspheric rao600c. The event description provided states that the lens was implanted in "s" orientation leading to explantation of the iol.

Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that the lens entered the eye in "s" orientation necessitating lens explantation. Lens explantation is reported to have been "uneventful". The product associated with this event was discarded by the healthcare facility. The rayone IFU "use of rayone" section "fig 7" includes the following statement "...in the case of iol rotation during ejection from the nozzle, gently rotate the injector in the opposite direction to counteract any movement". Rayon spheric rao100c and rayone aspheric rao600c are front/back symmetrical and therefore can be implanted in "s" orientation without any impact to visual acuity. Our review of production records for the 600c iol batch 052192051 showed that all manufacturing and quality checks were conducted with successful results. All devices released for distribution from these batches were within tolerance, met specification criteria and were without defects. A review of existing vigilance data confirms that this is an isolated event. No other incidents, of any type, have been received against the 600c iol batch 052192051.